Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 30 sep 2022. Aware date of this issue was 25 may 2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor ended message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness, and seizure. It was further reported the customer was hospitalized and received third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor ended message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness, and seizure. It was further reported the customer was hospitalized and received third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.